Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No image was received for image review. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. Based on the available information, a root cause for the infolding could not be conclusively determined. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, the probable cause of the dislodgement could be due to the post bav. Dislodge events are typically not related to a device malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. The valve was loaded by an experienced loader and was verified with fluoroscopy. Just prior to valve deployment, a valve infold was noted. A post dilatation was performed however, when the balloon was advance through the valve, the valve dislodged. Subsequently, a non-medtronic valve was implanted. It was reported the aorta was calcified, but that patient anatomy did not contribute to the infold. No additional adverse patient effects were reported.